Event description:
Pump was reported to overinfuse during a standard procedure of infusing normal saline into a dialysis pt for weight gain. The pt was supposed to receive 700ml over 4 hours, but instead received 1000ml over 2 hours. No medical intervention was required and no pt injury resulted.